Event description:
Customer reported an issue with the top button on her tandem insulin pump, which was still under warranty until june 29, 2025, although the correct out-of-warranty date was june 29, 2026. No impact to the customer's blood glucose level was reported. Marianne requested technical support, and the customer technical support team was prompted to reach out and assist her with the pump issue.